Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used, that the insulin pump was not dropped, the drive support cap was not damaged, and that there were no unattended alarms. The customer stated that this was the second occurrence of replace battery now in less than 10 hours after low battery warning. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm and power loss alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.